Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted support after experiencing multiple insulin occlusion alerts. The patient indicated that an air bubble was observed in the tubing of the infusion set. The agent guided the patient through a complete supply change to address the issue. During the event, the highest reported blood glucose level was elevated but was not out of range for more than approximately one hour. The device alerted for high glucose, and the blood glucose was not reported as correctable during the incident. No outside assistance or medical intervention was required, and the patient did not report any symptoms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.